Event description:
(B)(4). Purchase meter (B)(6) 2014. I sent registration card in as directed . I received email acknowledging that my device is registered. Meter failed to work 3 days after purchased. I purchased me batteries. Meter failed to work after 3 days. I call (B)(4) for help. Service person - could not find my initial registration. Issue: "so if a recall happened I would not have been notified." Informed I was using wrong brand of battery. Issue: this info was not included in product manual. Stated the life of battery in the new meter was unknown because they don't know how old the battery is. Issue: product has expiration date which should include bat life.